Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level. Customer's blood glucose value was 30 mmol/l at the time of the incident. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with manual injection and insulin pump. Customer stated that infusion set was not working and not delivering dosages. Customer stated that insulin pump was not altering any alarm on screen. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.